Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 10/??/09: [missing records: records for the CT scan showing ¿traumatic rupture of abdominal wall¿ were not provided.] (B)(6) 2009: (B)(6) , md. Operative report. Preoperative diagnosis: traumatic abdominal wall hernia. Postoperative diagnosis: traumatic abdominal wall hernia. Resident surgeon: dr. (B)(6) . Procedure performed: repair of traumatic abdominal wall hernia. Anesthesia: general anesthesia. Specimen: none. Indications: the patient is a 36-year-old involved in a motor vehicle collision with abdominal pain who was seen at outside hospital with CT showing traumatic rupture of his abdominal wall with basically the musculature torn off of his iliac crest and herniation of colon and bowel through this area. Risks, benefits and alternatives of surgery were discussed with his wife and he was transferred intubated and she agreed. Procedure: ¿the patient was identified in the holding area and taken to the operating room where he was placed under general endotracheal anesthesia. After this, a midline incision was made. His bowel had reduced through the hernia, but was run in its entirety. Serosal tear at the cecum was repaired using 4-0 lembert interrupted sutures. There was a small mesenteric injury, but it was insignificant. The peritoneum was torn at the area of the ileac crest and you could put your fingers out and feel the raw surface of the bone. The musculature had retracted far proximally. It was really difficult to feel and impossible to see the end of the musculature. We decided to choose a piece of dual mesh. The protacker was used to tack this to the ileac crest and it was sutured up superiorly to the musculature and it was sutured to the abdominal wall. There was really no good place to anchor this in the retroperitoneum. After this was done, the peritoneum was placed back over this. The mesh in part was doubled over and the colon was allowed to lay against this. It was sutured in place with prolene. The patient tolerated the procedure well. Abdomen was irrigated and closed with two #1 running pds sutures. After this, the skin was stapled together. Sterile dressing was applied. The patient tolerated the procedure well. He was transported back to the surgical intensive care unit still intubated, but in stable condition.¿ (B)(6) 2009: (B)(6) . Procedure implants. Implant record. Or description: mesh dual goretex 1dlmcp04. Lot number: 06318210. Catalog: 1dlmcp04. Site: abdomen. Manufacturer: w. L. Gore & associates. Device type: mesh. The records confirm a gore® dualmesh® biomaterial (1dlmcp04/06318210) was implanted during the procedure. (B)(6) 2018: (B)(6) , md. Operative report. Procedure(s): right abdominal wall component separation. Right lateral abdominal wall/flank ventral hernia repair for recurrent incarcerated ventral hernia with mesh. Op note: pre-op diagnosis: ventral hernia. Open flank/ventral hernia repair with mesh. Tap block. Post-op diagnosis: ventral hernia without obstruction of gangrene [k43.9], recurrent bilateral ventral hernia containing colon. Indications for surgery: recurrent incisional hernia with incarcerated colon. Findings: same, with wadded/migrated calcified mesh, not infected. Anesthesia: general. Estimated blood loss: 30 ml. Complications: no complications entered in or log. Specimens: no specimens in log. Procedure: ¿the patient was brought to the operating room and placed on the operative table in the supine position. His right flank was partially to get better access to his right hemiabdomen. He underwent induction and tolerated throughout the procedure gen. [General] endotracheal anesthesia without complication. His entire abdomen and right flank were prepped and draped in the usual sterile fashion. Perioperative antibiotics were given. Scds [sequential compression devices] were placed and were operative throughout the procedure. A timeout was performed confirming the correct patient site and procedure. Next the patient¿s external landmarks. The patient had been draped thoroughly using ioban to exclude all nonoperative areas well. The anterior iliac spine over the area of the hernia as well as the rib cage were marked. A flank incision was made over the lateral abdominal wall at approximately the midclavicular line and was carried down through the subcutaneous tissue until the external oblique muscle was encountered. This muscle was encountered in the hernia palpable deep to this. The muscle was divided here and I entered the space between the muscles. Next I performed unilateral component separation separating the external oblique muscle and ultimately proceeding inferiorly laterally and medially creating a large plane to a point place a mesh in the abdominal wall. The component separation also was carried out medially to her ultimately created a plane separating the external oblique musculature from the internal muscle layers. The medial attachments were maintained. The lateral dissection proceeded and I encountered both existing hernias. One was through the lateral abdominal musculature and just superior to the iliac crest the other was just inferior to the ribs. I was able to reduce the hernia sacs without entering the abdomen. Ultimately in the space created by the component separation, laterally I was able to dissect all the way back to the paraspinous musculature. Here I instilled the remainder of the experil/marcaine solution. I also extended the plane to the iliac crest and slightly inferior to this as well as to the rib cage superiorly. In the anterior/medial margin, I extended the dissection near but not to the junction with the external oblique and the rectus muscle. I selected a large midweight macroporous polypropylene mesh size 24 x 35 cm. This was cut to size slightly and I removed approximately 4 cm of mesh. Next I placed the mesh in this plane described and fixated using this using 0 prolene sutures to the periosteum along the iliac crest even posteriorly. I fixed it in the area of the paraspinous muscular suture using sparse amount of interrupted ethibond suture. I also fixed to the periosteum of the inferior rib cage using interrupted 0 prolene suture. Medially additional prolene sutures were used to affix this to the medial musculature. This large piece of mesh laid nicely under no tension and well fixed. A drain was placed here after this cavity was irrigated. All counts were performed down were correct. This drain was brought through the lateral abdominal wall and affixed to the skin with nylon suture. Next, in a running fashion I closed the external oblique musculature using #1 ethibond suture. Good fascial bites were confirmed. Now the mesh was completely excluded from the abdomen and from the subcutaneous tissues. Subcutaneous tissues were irrigated. There is very minimal skin flap needed here. Next the subcutaneous tissue was closed with interrupted 3-0 vicryl sutures. The skin was finally closed with closely placed skin staples. All counts were reported to me as correct.¿ (B)(6) 2018: (B)(6) . Jhh. Implant record. Implant log. Mesh bard flat. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information." It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use also states, ¿when suturing gore® dualmesh® plus biomaterial to the host tissue, a bite and spacing ratio of 1:1 in both gore® dualmesh® plus biomaterial and the host tissue is recommended.¿ ¿follow the curve of the needle when piercing the device and pierce through the full thickness of the device to ensure adequate mechanical strength of the device. Interrupted sutures can provide additional security against recurrence due to suture failure.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 06318210. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred. It was reported the patient alleges the following injuries: wadded, migrated, calcified mesh that required revision surgery on (B)(6) 2018. Additional event specific information was not provided.